Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that one and a half years after the implant was placed in ada site 13 of the patient's mouth, the implant was removed due to perimplantitis and boneloss. The patient was report to have type I bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that one and a half years after the implant was placed in ada site 13 of the patient's mouth, the implant was removed due to perimplantitis and bone loss. The patient was report to have type I bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.